Manufacturer narrative:
The following sensor was reviewed and found outside of the tolerance for cm mean. The cause is inconclusive at this time and is under investigation. This reported event was not investigated for possible inaccurate reading. It was indicated in the event description that the sensor inaccuracy due to an external cause. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A echocardiogram was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 21.6 mmhg. Readings were observed under the manufacturer's patient care network database.